Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was programmed off, and remains implanted. No patient com plications have been reported as a result of this event.